Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. A complete lead measuring 58/7cm with stylet inserted was returned for analysis in one piece. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 16.4 ¿ 16.7 cm from the connector pin consistent with friction to the device can. The cause of the external abrasion is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an in clinic follow up, noise was noted on the ventricular lead. An x-ray was performed and no signs of fracture or the insulation breach were not noted. The lead was explanted and replaced. The lead was visually examined and abrasion mark was not noted on the ventricular lead. It was suspected that possible damage could have occurred at the suture sleeve fixed portion of the lead within the pocket. The patient was stable before during and after the procedure.